Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, the snare failed to deliver energy and, as a result, the target polyp was removed without cautery. Since the patient was diabetic there was concern about subsequent bleeding, but it was reported that amount of bleeding was not excessive. The bleed was treated by clipping with no further issues. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, the snare failed to deliver energy and, as a result, the target polyp was removed without cautery. Since the patient was diabetic there was concern about subsequent bleeding, but it was reported that amount of bleeding was not excessive. The bleed was treated by clipping with no further issues. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device revealed no issues, and the unit extended and retracted according to specifications during functional testing. A resistance test was performed and the unit passed (device read at 11.70 ohms). The condition of the returned device was not consistent with the complaint that the snare failed to deliver energy; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4): the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.